Event description:
Patient hoist used for transferring patient. Composite hook on suspension, securing the sling to the hoist, detaches from the suspension during first time use. Resulting in the patient falling out of the sling and onto the floor. No physical injury recorded.

Manufacturer narrative:
Initial inspection of the suspension reveal that all 4 set screws securing composite hook to suspension is missing. Shows signs of that set screws never has been mounted. Inspection of assembly instruction verify that installation of set screws after applying thread locker is specified and illustrated. Thus the assembly instructions were up to date. Review of DHR shows that the operator was trained in the assembly of this device. Initial preventive actions include update of the routines for final testing. Visual inspection is now to performed by two operators. Initial corrective action includes inspection and verification of all suspensions in stock before shipping to customers.